Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the "pressure was not maintained". The procedure was abandoned due to equipment complications. No negative impact on the state of health for a human is reported. Since the device was used in a veterinary procedure, but an equivalent is available for human use, we decided to voluntarily report this as a malfunction at least to the us FDA, however we do not report it as a serious injury, since no human was affected and the medwatch reporting system is originally designated for human health impacts.